Event description:
It was reported by the user facility that a footed portion of an attachment was cut by tool contact. On follow-up, it was confirmed that there was no pt impact.

Manufacturer narrative:
Findings: report was confirmed by eval. The footed portion of the attachment was cut by tool contact. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."